Event description:
The following punishment was reviewed by gore: title: a case of stent graft treatment for celiac artery aneurysm source: abstracts of the 197th meeting of the kanto koushinetsu area in the japanese association for thoracic surgery page 34, iii-4 (2025.03) on unknown date, a 22 mm celiac aneurysm was identified on a computed tomography scan performed for screening purposes, and the patient was referred to our hospital. On unknown date, an angiography from the superior mesenteric artery revealed collateral circulation to the splenic artery and the common hepatic artery. The bilateral inferior phrenic arteries and the left gastric artery branching from the aneurysm were coil embolized as a first stage treatment. On unknown date, as a second stage treatment, the splenic artery was embolized using plug and coil and a gore® viabahn® endoprosthesis with heparin bioactive surface (vsx device) was used from the proximal side of the gastroduodenal artery into the celiac aneurysm. Then a gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) was implanted from the celiac aneurysm to protrude into aorta. On unknown date, but in 2024, one month later, a computed tomography revealed that the vbx device protruded into the aorta had fallen into the celiac aneurysm, causing endoleak. Additional gore® viabahn® vbx balloon expandable endoprosthesis was implanted and the celiac aneurysm was completely covered.

Manufacturer narrative:
Title: a case of stent graft treatment for celiac artery aneurysm. Source: abstracts of the 197th meeting of the kanto koushinetsu area in the japanese association for thoracic surgery page 34, iii-4 (2025.03) a1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device could not be performed as a valid lot number was not provided. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.